Event description:
It was reported that md was performing insertion on an obese pt. As he removed the straight end of the spring wire guide (swg), he pulled on the dilatior and the swg broke in half outside the body.